Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced bent cannula event on (B)(6)2026. This led to high blood glucose level and diabetic ketoacidosis with dry mouth thirsty and treated with mdi (multiple daily injection) and IV fluids.